Manufacturer narrative:
The returned tb-0535fcs (lot#pw305498) was evaluated for ¿error message¿ issue. The reported complaint was confirmed. The device was attached to the usg-400/esg-400. Probe check was performed and the device failed the probe check testing and a u509 ultrasonic probe error was observed. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it has normal wear with no metal exposed and abnormality. The distal end of the device was inspected under a microscope and found that the probe is detached. The detached portion however, is returned. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation and investigation results, the reported issue of ¿error message¿ is attributed to detached, damaged probe. The damage probe is attributed to the probe coming in contact with hard or metallic surface during activation. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
It was reported that during a therapeutic laparoscopically assisted vaginal hysterectomy (lavh) procedure, the doctor received an error message of ¿instrument tip malfunction¿ on the thunderbeat device. The device was cleaned twice however, the issue was not resolved. Representative recommended the doctor change the device as the probe tip might have touched metal retractors or encountered pressure during the procedure which could misalign the jaws of the instrument. The doctor however continued and completed the procedure using a different device. A monopolar hook device was used to complete the procedure. No other device was replaced, procedure was completed and there was no patient harm or injury reported due to the event.